Event description:
It was reported the ventricular lead was capped and replaced due to high thresholds and increasing impedances. The pacemaker was replaced due to suspected premature battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.